Manufacturer narrative:
(B)(4). Surgeon information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
Prior to the start of a case, the surgeon reported a minor shock to their hand while holding a plasmablade device when it was connected to the generator. The degree of the shock is believed to be minor, with no lasting effects or need for additional treatment. There was no patient involvement, therefore patient demographic information is not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.